Event description:
While using bovie pencil, an arc was noted, and the pt drapes immediately started to burn. The drapes were removed immediately, and oxygen turned off. The pt suffered partial thickness flash burns to the entire face, left side of the neck, and left supraclavicular area.